Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead experienced inappropriate shocking. It was reported that the rate/sense portion of the rv defibrillation lead was thus capped and the crt-d was electively explanted/replaced.